Event description:
The needle was already exposed [needle issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events of needle issue and no adverse event in 64-years-old male patient (race not reported) from the united states. The patient age at the time of experience was 64 years. On 03-mar-2025, amneal pharmaceuticals received information from patient via a voicemail concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). On (B)(6) 2025 the patient was being treated with epinephrine auto-injector 0.3mg (dose, frequency and route not reported) for panic attack. Concurrent conditions included panic attack. Concomitant medications, medical history, history of procedures, allergies, smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that on (B)(6) 2025, when the patient opened up the box to go ahead and use one because patient had a panic attack, the needle was already exposed. Last action taken with epinephrine in relation to needle issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of needle issue and no adverse event were unknown. The reporter did not provide causality assessment of events of needle issue and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 18-mar-2025. New information received includes qa investigation report, attached with this case. On 03-mar-2025, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot unknown, ¿needle already exposed¿. The investigation complaint sub-type based on the complaint information was determined to be ¿defective injector¿. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation for lot unknown. Based on the investigation of complaint pc amn 25 0778, it was determined that the failure mode "defective injector: needle already exposed" is adequately captured within the current assembly process. All needle exposed failures are documented in the pfmea7.1094 and 100percent devices are processed through a manual inspection and vision inspection tool. Due to an unknown lot, the apr was reviewed as listed above batch record review section to identify if any deviations/investigations that could have contributed to the complaint "defective injector: needle already exposed" and none were found that may have led to the defect reported. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint pc amn 25 0778 and the manufacturing process at pmm. Lot number is unknown; therefore, a complaint history of the lot cannot be completed. As of 03-mar-2025, the receipt date of this complaint, there have been 35 similar complaints reported in the complaint category "defective injector" in the past 24 months. Frequency for the same complaint category is less than 1percent. Total of approximately (B)(4) total lots shipped, (B)(4) two pack devices (B)(4). None of the 35 similar complaints were attributed to the manufacturing process. Note complaints are assigned the sub-type of defective injector when detail surrounding the event lack details to determine a more specific complaint sub-type. Lot genealogy was unable to be completed due to unknown lot and batch numbers. No reserve sample testing/review was conducted since the lot and batch are unknown for this complaint. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation. The pi/pil - patient information/patient information leaflet (instructions for use), were reviewed to ensure there are proper instructions for the user to follow based on the complaint of ¿needle already exposed¿ (B)(4). Patient information: how should I use epinephrine injection. Caution: never put your thumb, fingers, or hand over the red tip. Never press or push the red tip with your thumb, fingers, or hand. The needle comes out of the red tip. Accidental injection into finger, hands, or feet may cause a loss of blood flow to those areas. If this happens, go immediately to the nearest emergency room. Tell the healthcare provider where on your body you received the accidental injection. How should I store epinephrine injection. The two blue end caps help to prevent accidental injection. Do not remove the blue end caps until you are ready to use epinephrine injection. Important information: the two blue end caps on epinephrine injection help to prevent accidental injection of the device. Do not remove the two blue end caps until you are ready to use it. Never put your thumb, fingers, or your hand over the red tip. The needle comes out of the red tip. Step 2. Administer epinephrine injection check the red tip. The injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle, repeat step 2. Step 4. After use disposal: carefully cover the needle with the carrying case. Lay the labeled half of the carrying case cover down on a flat surface. Use one hand to carefully slide the end of epinephrine injection, needle first, into the labeled carrying case cover. After the needle is inside the labeled cover, push the unlabeled half of the carrying case cover firmly over the non-needle end of epinephrine injection. Take your used epinephrine injection with you when you go to see a healthcare provider. Tell the healthcare provider that you have received an injection of epinephrine. Show the healthcare provider where you received the injection. Give your used epinephrine injection to the healthcare provider for inspection and proper disposal. Note: epinephrine injection is a single-use injectable device that delivers a fixed dose of epinephrine. Epinephrine injection cannot be reused. Do not attempt to reuse epinephrine injection after the device has been activated. It is normal for most of the medicine to remain in the auto-injector after the dose is injected. The correct dose has been administered if you see the needle sticking out of the red tip. Wrap label (auto-injector) (B)(6). After use/ disposal instruction: instructions and images are printed on the back of the wrap label for proper disposal of an auto-injector with an exposed needle. Based on the review of the pi/pil there are adequate instructions related to proper administration and after use disposal of the epinephrine auto-injector. The wrap label on the auto-injector has adequate instructions and images, for after-use and disposal of the auto-injector. The instructions on both label components contain verbiage and images identifying the after-use instructions for an auto-injector with an exposed needle. All instructions for use have been approved by the FDA. As there were insufficient details provided for the reported event, the lot number was not provided and the complaint sample was not returned for evaluation, a root cause related to device injector or user error could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot unknown for the complaint category- ¿defective injector¿, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint. All in-process and final release criteria were met for all lots manufactured at phillips-medisize. The complaint sample was not returned, as such the complaint could not be confirmed. As there were insufficient details provided for the reported event, the lot number was not provided and the complaint sample was not returned for evaluation, a root cause related to device injector or user error could not be determined. Labeling components were reviewed and the instructions on the label components contain verbiage and images identifying the after-use instructions for an auto-injector with an exposed needle. The investigation concluded that all lots released to market were manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to needle issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of needle issue and no adverse event were unknown. The reporter did not provide causality assessment of events of needle issue and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
The needle was already exposed [needle issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events of needle issue and no adverse event in 64-years-old male patient (race not reported) from the united states. The patient age at the time of experience was 64 years. On 03-mar-2025, amneal pharmaceuticals received information from patient via a voicemail concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). On (B)(6) 2025 the patient was being treated with epinephrine auto-injector 0.3mg (dose, frequency and route not reported) for panic attack. Concurrent conditions included panic attack. Concomitant medications, medical history, history of procedures, allergies, smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that on (B)(6) 2025, when the patient opened up the box to go ahead and use one because patient had a panic attack, the needle was already exposed. Last action taken with epinephrine in relation to needle issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of needle issue and no adverse event were unknown. The reporter did not provide causality assessment of events of needle issue and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.